Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
The has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: rupture. Continued e1 phone number: (B)(6).

Event description:
Healthcare professional reported "right side: intracapsular rupture." The device remains implanted.